Event description:
It was reported that an adverse event occurred. On an unspecified date, the patient stated she was hospitalized. The patient did not wish to provide further event details including symptoms, treatment or the issue that occurred with the device. At the time of the report, the patient was feeling fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, data was provided for investigation. Data investigation could not confirm an issue with the device on 08/09/2025. The probable cause could not be determined. Additionally, the user experienced signal loss over 1 hour due to no communication ¿ gap in logs. Additionally, the high glucose alerts on 08/09/2025 at 8:40 pm and 8:45 pm sounded with 0 percent volume due to always sound being disabled. No additional patient or event information is available.